Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 79-year-old female with acute myocardial infarction and cardiogenic shock, presenting in a pre-support clinical state consistent with scai shock stage d, underwent placement of an impella cp device via left femoral percutaneous arterial access. Upon initial insertion, the pump was unable to generate flows greater than 1.2 lpm and persistent suction alarms were noted. The device was removed, flushed in sterile water, and reattempted; however, the same performance issue occurred upon reinsertion. The pump was subsequently removed and replaced with a new impella cp device. Based on the available information, the reported failure mode involved an inability to achieve adequate pump flow with associated suction alarms, likely related to positioning despite imaging guidance. Replacement of the device resolved the issue, and the patient experienced no harm. No definitive root cause can be determined at this time, and the device has been discarded. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Due to a lack of clinical details provided, the cause of the unable to place or position could not be established. The cause of the low or blocked pump flow cannot be established as clinical details did not confirm if the low flows resolved after repositioning the device.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.